Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted using a different wall adapter and outlet to resolve the issue, but when this did not work, they decided not to pursue further troubleshooting at that time and declined a callback, opting instead to wait overnight to see the outcome.